Event description:
Admitted to e. R. (B) (6) hosp. Defibrillator used, caused second and third degree burns on back. (B) (6). Second and third degree burns on back caused in ER on (B) (6) 2009. Trying to find out why I got these burns on my back.